Event description:
Several daily symptoms that have affected my ability to live a normal lifestyle. Migraines, inflammation, severe joint pain head to toe, numbness and tingling in extremities, heart palpitations, anxiety, brain fog, dissociation, fibromyalgia like symptoms, skin rashes, mastitis, and shooting pains in breast area. FDA safety report ID# (B)(4).